Event description:
A battery issue was reported with the adc device. Customer was unable to obtain readings due to a fast draining battery. As a result, customer received treatment of insulin provided by a healthcare professional. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer's report of "three weeks ago". The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery issue was reported with the adc device. Customer was unable to obtain readings due to a fast draining battery. As a result, customer received treatment of insulin provided by a healthcare professional. No further treatment was required. There was no report of death or permanent impairment associated with this event.